Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the tip confirms the reported failure. The inserter is a stainless steel shaft and this type of tip breakage can be associated with exerting excess force while inserting the anchor. As mentioned in the IFU, twisting or applying a bending force to the inserter can damage the anchor, suture or the inserter tip. No additional information regarding the user technique was provided to determine if the aforementioned causes contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, based on the complaint history, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate reported that during an arthroscopic shoulder instability procedure, the tip of the inserter shaft of a bioknotless rapide anchor was broken when the anchor was inserted and left inside patient. The repair was successful and the procedure was completed. It is unknown if there were any difficulties during the insertion of the anchor. The current status of the patient is unknown. No additional information is available at this time.

Event description:
Our affiliate reported that during an arthroscopic shoulder instability procedure, the tip of the inserter shaft of a bioknotless rapide anchor was broken when the anchor was inserted and left inside patient. The repair was successful and the procedure was completed. It is unknown if there were any difficulties during the insertion of the anchor. The current status of the patient is unknown. No additional information is available at this time.

Manufacturer narrative:
The complaint device was discarded and not available for evaluation. However, the pictures provided confirm that the inserter tip is broken. Without physically evaluating the device, a definite root cause cannot be determined. As mentioned in the IFU, twisting or applying a bending force to the inserter can damage the anchor, suture or the inserter tip. No additional information regarding the user technique was provided to determine if the aforementioned causes contributed to this event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the low occurrence rate of this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.